Event description:
Customer reported a malfunction that occurred while loading a cartridge, which was identified as malf 24. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and provided instructions on transferring the pump into storage mode and returning it via ups. They advised the customer to program their settings and connect their cgm to the replacement pump. A replacement pump was sent without requiring a delivery signature.